Manufacturer narrative:
The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the returned unit revealed stent damage. The stent was kinked on the ninth row from the distal end. The outer diameter of the damage found on the stent was measured using a snap gauge at approximately 1.51mm. No kinks or damage was found along the entire length of the hypotube. A visual examination of the tip revealed that the tip was flared. The damage to the tip is consistent with excessive force applied to the tip after the tip met with a restriction during attempts to cross the lesion. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.

Event description:
This event is reportable based on the product analysis approved on 02/11/2009. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The target lesion was located in the 100% stenosed (chronic total occlusion), calcified and moderately tortuous left circumflex obtuse marginal branch. Treatment utilized pre dilation with two non bsc balloons. The physician then advanced the 2.5x24mm taxus express2 drug eluting stent to the lesion but was unable to cross. The procedure was then successfully completed with the placement of two taxus express2 drug eluting stents (2.5x12mm, 2.5x16mm). There were no patient complications. Patient's status was reported as "good". However, the returned product analysis revealed that there was stent damage.